Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported event. A functional test was performed to further investigate the reported event. Pump was found to be displaying "1871" error code message on power up when batteries were inserted. Visually inspected the pump and found one of the rubber feet stuck into the pump's expulsor. This was most likely caused by the customer. The rubber feet was removed and the issue was resolved.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Pump was found to be displaying "1871" error code message on power up when batteries are inserted. Visually inspected the pump and found one of the rubber feet sticks into the pump's expulsor. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical pump had a motor stall error 1871. No adverse patient effects were reported.